Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information reported the electrode had not touched the dura mater. There was a suspected breach at the dura mater after the operation. During the procedure nothing was noticed. Two to three days following the surgery there was occurrence of headache and they assumed an apparition of headache was likely due to breach so they made a blood patch.

Event description:
It was reported there was a suspected dura mater breach caused by the electrode. The patient had a tension-type headache. Intervention involved a blood transfusion, three units. According to the site it was not a serious event and it was related to the procedure and not related to the device. Outcome was unknown at the time of report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.